Event description:
It was reported that a (B)(6) patient with multiple myeloma underwent a kyphoplasty procedure on level l3. Fourteen days postoperatively, an x-ray revealed cement extravasation anterior to level l3. There were no patient complications. No additional information was reported.

Manufacturer narrative:
Method: device not returned, follow-up with representative.